Manufacturer narrative:
Product complaint # (B)(4). The complaint device was discarded and is not available for physical evaluation. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. Per the product IFU, this device is not indicated for use for a patellar tendon repair. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one other similar complaint device for this lot number (included in this complaint). At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). See associated medwatch: 1221934-2017-50026; 1221934-2017-50021; 1221934-2017-50020.

Event description:
Dr. Xxxx was using depuy mitek healix transtend peek anchor #222276 (x2) and depuy mitek healix transtend (peek1) implant system (x2) to repair a patella tendon and they all broke. Ended up using a arthrex product. Per additional information provided by the sales rep on december 26, 2017: I believe most of these were answered in my initial report. All devises were discarded during surgery and not available to get lit numbers by the time they were reported to me. I was not at the case. The devises were used during the case and the alternates were the other ones that broke until the decided to use another brand product. I will ask how much delay there was but I would imagine it was more than 30 min since they went thru 5 products. No prices left in the patient. Surgery was completed. According to them the procedure was done correctly. Per additional information provided by the sales rep on december 26, 2017: the charge nurse indicated there was no delay and nothing left in. She also said she may have pictures of the boxes with the serial number. Per additional information provided by the sales rep on december 27, 2017: the delay was about 15 minutes. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Related medwatch: 1221934-2017-50026; 1221934-2017-50021; 1221934-2017-50020. Device was used for treatment, not diagnosis. (B)(4). The lot number and expiration date are currently unavailable.

Event description:
Dr. Xxxx was using depuy mitek healix transtend peek anchor #222276 (x2) and depuy mitek healix transtend (peek1) implant system (x2) to repair a patella tendon and they all broke. Ended up using a arthrex product. Patient consequence? Yes. Patient consequence description:extender or time. Action taken for procedure: used arthrex product to complete the procedure. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.